Manufacturer narrative:
Adding medwatch number mw5157729 correlated with this report.

Event description:
The device ligated the vessel but did not seal it.

Manufacturer narrative:
It was reported that the device "ligated the vessel but did not seal it". Due to this, the patient required an additional procedure due to bleeding. It was reported she was "admitted to the ICU on a vent x 2 days". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.